Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardiac monitor with pause episodes. Technical services found that visible r waves were being intermittently undersensed. Programming changes were suggested but not made yet. No patient consequences reported.